Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices are identified extending from each cornu and firmly embedded along the length of the fallopian tube'), pelvic pain ('tugging pain/5 years of pain') and vulvovaginal injury ('complications during surgery (cut labia)') in an adult female patient who had essure (batch no. 838668- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal injury (seriousness criterion medically significant), pain ("body aches"), bladder pain ("bladder pain when full"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("claiming bladder/urinary problem: bladder problems"), fatigue ("claiming other injuries/symptoms: fatigue"), headache ("claiming other injuries/symptoms: headaches"), scar ("scar tissue"), adhesion ("adhesion"), allergy to metals ("nickel sensitivity") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) and robotic total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, vulvovaginal injury, pain, bladder pain, dysmenorrhoea, dyspareunia, bladder disorder, fatigue, headache, scar, adhesion, allergy to metals and arthralgia outcome was unknown. The reporter considered adhesion, allergy to metals, arthralgia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, pain, pelvic pain, scar and vulvovaginal injury to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010 and (B)(6) 2011. Discrepancy noted in essure removal- (B)(6) 2016. Lot number reported (838668) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices are identified extending from each cornu and firmly embedded along the length of the fallopian tube'), pelvic pain ('tugging pain/5 years of pain') and vulvovaginal injury ('complications during surgery (cut labia)') in an adult female patient who had essure (batch no. 838668- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal injury (seriousness criterion medically significant), pain ("body aches"), bladder pain ("bladder pain when full"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("claiming bladder/urinary problem: bladder problems"), fatigue ("claiming other injuries/symptoms: fatigue"), headache ("claiming other injuries/symptoms: headaches"), scar ("scar tissue"), adhesion ("adhesion"), allergy to metals ("nickel sensitivity") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) and robotic total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, vulvovaginal injury, pain, bladder pain, dysmenorrhoea, dyspareunia, bladder disorder, fatigue, headache, scar, adhesion, allergy to metals and arthralgia outcome was unknown. The reporter considered adhesion, allergy to metals, arthralgia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, pain, pelvic pain, scar and vulvovaginal injury to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010 and (B)(6) 2011. Discrepancy noted in essure removal- (B)(6) 2016. Lot number reported (838668) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices are identified extending from each cornu and firmly embedded along the length of the fallopian tube'), pelvic pain ('tugging pain/5 years of pain') and vulvovaginal injury ('complications during surgery (cut labia)') in an adult female patient who had essure (batch no. 838668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal injury (seriousness criterion medically significant), pain ("body aches"), bladder pain ("bladder pain when full"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("claiming bladder/urinary problem: bladder problems"), fatigue ("claiming other injuries/symptoms: fatigue"), headache ("claiming other injuries/symptoms: headaches"), scar ("scar tissue"), adhesion ("adhesion"), allergy to metals ("nickel sensitivity") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) and robotic total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, vulvovaginal injury, pain, bladder pain, dysmenorrhoea, dyspareunia, bladder disorder, fatigue, headache, scar, adhesion, allergy to metals and arthralgia outcome was unknown. The reporter considered adhesion, allergy to metals, arthralgia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, pain, pelvic pain, scar and vulvovaginal injury to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010 and (B)(6) 2011. Discrepancy noted in essure removal- (B)(6) 2016 most recent follow-up information incorporated above includes: on 3-feb-2021: mr received : event " essure devices are identified extending from each cornu and firmly embedded along the length of the fallopian tube", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('tugging pain/5 years of pain') and vulvovaginal injury ('complications during surgery (cut labia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal injury (seriousness criterion medically significant), pain ("body aches"), bladder pain ("bladder pain when full"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("claiming bladder/urinary problem: bladder problems"), fatigue ("claiming other injuries/symptoms: fatigue"), headache ("claiming other injuries/symptoms: headaches"), scar ("scar tissue"), adhesion ("adhesion"), allergy to metals ("nickel sensitivity") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal injury, pain, bladder pain, dysmenorrhoea, dyspareunia, bladder disorder, fatigue, headache, scar, adhesion, allergy to metals and arthralgia outcome was unknown. The reporter considered adhesion, allergy to metals, arthralgia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, fatigue, headache, pain, pelvic pain, scar and vulvovaginal injury to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Injury nos replace with new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder problems, fatigue, headaches, tugging pain, scar tissue/adhesion, loss of uterus, complications during surgery (cut labia), nickel sensitivity, 5 years of pain, body aches, bladder pain when full, joint pain were added. Case becomes incident. New reporter added, plaintiff's information updated. Date of insertion and date of removal added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.